Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, nurse noticed that the biopsy cap was dirty. The procedure was completed using another of the same rx locking device and biopsy cap. There were no patient complications reported as a result of this event.